Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. G.5. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us.

Event description:
It was reported that bd vacutainer k2 edta 3.6mg had foreign matter embedded in the shield.

Manufacturer narrative:
Date received by manufacturer.